Event description:
It was reported that the pump was not delivering accurately. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: unknown.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 10 june 2022 via email and attached to complaint object: all 5 events occurred between three pumps as documented in ((B)(4)). Further clarification indicated that one of the pumps has had 3 events and has been sent back to you already once with no problems found. The technician was unable to find any issue with this pump. D4: correction: model #: 2110. H4: correction: manufacture date: 06-aug-2020.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No device problem was found. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.